Event description:
The customer contact reported the device did not deliver. The pump was returned to the biomedical department with an unsigned note that stated, "will not give medication. Will not beep." No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.98ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The pump history was downloaded at the mfg facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. (B) (4), (B) (4).